Event description:
Per report received from the retavi registry study in germany, a patient with nyha class iii symptoms and dyspnea who had previously received a 23mm sapien 3 ultra valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access, 3 years and 10 months after the initial implantation. The procedure was indicated due to mild intravalvular regurgitation, severe hemodynamic structural valve deterioration (svd stage 3) with high-grade stenosis (invasive gradient: 65 mmhg), and cardiac decompensation.. A new 23mm sapien 3 ultra valve was successfully implanted within the existing transcatheter heart valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for svd - degeneration/deterioration was confirmed based on information provided. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "23 mm sapien 3 ultra valve in the aortic position, underwent a valve-in-valve, 3 years and 10 months after the initial implantation. The procedure was indicated due to mild intravalvular regurgitation, none/trace paravalvular regurgitation, severe hemodynamic structural valve deterioration (svd stage 3) with high-grade stenosis (invasive gradient: 65 mmhg), and cardiac decompensation with bilateral pleural effusions.". Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), structural valve deterioration can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. In these cases, it can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to the limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.